Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level was over 400 mg/dl and also had air bubbles in the reservoir. The customer had no symptoms and was treated with manual. Customer's blood glucose value was unknown at time of incident. Customer's current blood glucose value was 290 mg/dl. Troubleshooting was performed. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. The drive support cap appears normal. Customer reports insulin exited at the qr. Customer stated air bubbles were successfully removed. Customer declined to perform the high pressure test. Customer was explained about the 2 high blood glucose rule. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. Customer states infusion set leaks at the site from under the tape. The product was not returned for analysis.